Event description:
The customer observed an advia centaur cp troponin ultra (tni ultra) elevated result that did not repeat when the sample was tested on advia centaur xp troponin ultra. There are no reports that treatment was altered or prescribed or adverse health consequences due to the falsely elevated advia centaur cp troponin ultra result.

Manufacturer narrative:
The cause for the non-reproducible advia centaur cp troponin ultra result is unknown. Quality controls were within specification at the time of the non-reproducible results. Three other samples that were tested on the advia centaur cp troponin ultra following the falsely elevated results were negative. There have been no questionable results on other assays on this system. A siemens customer service engineer went on site and performed a total service call. A cause for the discordant result was not identified. Ninety replicates of multi-diluent 11 were tested and no fliers were identified. The summary and explanation of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other makers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."